Event description:
The customer reported to a baxter representative a condition of one clearlink continu-flo medication set that "would not run at all". There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - the reported condition of an administration set that "would not run at all" could not be confirmed; therefore, no assignable cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - evaluation is pending upon receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.